Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ insulin syringe there was an issue with cracked syringe. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. Investigation summary: customer returned (1) 1/2ml, 8mm, 30g bd safetyglide insulin syringe in an open blister pack from lot # 7257778. Customer states that the front of the syringe is ruptured. The returned syringe was examined and exhibited a piece of the barrel broken off running from the 0-15 unit markings. Sample was forwarded to manufacturing (holdrege) on 27jul2018 for further review. On 01aug2018, holdrege received one (1) 0.5ml, 8mm, 30g bd safetyglide syringe in opened blisterpack from batch# 7257778. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Possible root cause is a jam at the infeed rail into the prep dial on the metro, resulting in activation of an inhibitor gate. When these gates are activated, they serve to stop the flow of product into the prep dial. The gate itself has an activation speed and force sufficient to cause the type and severity of damage, as is noted within the returned sample. Additionally, this type of event is supported due to the lack of damage to the hub and safety assemblies. A review of the device history record was completed for batch# 7257778. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for broken barrel on lot # 7257778. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
It was reported with the use of the bd safetyglide¿ insulin syringe there was an issue with cracked syringe. There was no report of injury or further medical intervention.